Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: specimen bag broke as they were removing the bag from the abdomen. Nothing fell into the patient's cavity. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The patient is doing well.